Manufacturer narrative:
The reported event involved a microwave ablation procedure in which the siemens my needle laser was used for planning and placement of the microwave probe. During the procedure, the patient experienced an unintended pneumothorax of the right lung, requiring drain placement. Our investigation determined that the microwave probe functioned as intended, and the device was not returned for evaluation. A review of manufacturing and product records did not reveal any defects or nonconformities that could have contributed to the event. The pneumothorax is a known procedural risk associated with microwave ablation and not indicative of device malfunction. Therefore, no corrective or preventive actions are warranted at this time.

Event description:
Dr. Was using siemens my needle laser to plan and place the [microwave] needles. After placement, the scan show that the placement was not where the physician had intended and had caused a partial pneumothorax of the right lung. Issues was not with [microwave] system. Dr. Placed a 10f drain and case proceeded without further incident.